Event description:
It was reported that an imaging catheter was broken. During procedure, an opticross¿ imaging catheter was used to view an unspecified lesion. The opticross¿ was then inserted. However, it was noted that the opticross¿ was broken. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed a kink in the sheath assembly at 03.9 cm from femoral marker to the distal end. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing shows a good unit wave form. During image characterization testing, a good square image appeared in the ilab system. No issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an imaging catheter was broken. During procedure, an opticross¿ imaging catheter was used to view an unspecified lesion. The opticross¿ was then inserted. However, it was noted that the opticross¿ was broken. No patient complications were reported and the patient's status was okay.